Event description:
Device was used to place a vascular plug and upon removing the sheath, it was noted that the sheath unraveled. Patient had no adverse effects from this event. Patient is doing well.

Manufacturer narrative:
Evaluation: event is still under investigation.